Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in bahrain. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted

Event description:
It was reported that during an unknown time the mesher was not working and not meshing completely. There was a cutting issue. There was no patient involvement. Due diligence is complete as no additional information is available.